Event description:
It was reported that the handpiece continued to run on its own. There was no pt involvement. There were no adverse consequences associated with the event.

Manufacturer narrative:
The handpiece has been received at the manufacturer for investigation. An evaluation was conducted and the complaint was confirmed. According to the investigation details, it was found the hand piece contains a non stryker potted trigger assembly and non stryker motor assembly. There was corrosion build up on the face gear.